Manufacturer narrative:
Concomitant medical products: nv gxl lnr, lipped 32mm ID group 2 cups (cat# 132-32-52 / (B)(4)); 12/14 biolox femoral hd 32mm +0 (cat# 140-32-00 / (B)(4)); nv splined ha rdd s/o sz 13 (cat# 160-32-13 / (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately nine years post initial left tha, this male patient had a revision due to osteolysis caused by wear of novation crown cup with gxl poly. Patient was revised to a z/b custom tri-flange cup. There was no breakage of device or surgical delay/prolongation. Patient left operating room (or) in stable condition. Patient was last known to be in stable condition following the event. Photos and x-rays provided. The device is not available for evaluation due to hss keeps all retrievals.

Manufacturer narrative:
After further review of additional information received. Section d10: concomitant medical products. Nv crown cup clstr hole 54mm group 2 (cat#: 180-01-54 / serial#: (B)(6). (H3) the patient involved was reported as revision due to early prosthesis wear and osteolysis approximately 9 years after the index surgery. The prosthesis wear/osteolysis was able to be confirmed from the provided radiograph and photo of the explanted devices although the devices were not available for evaluation. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis significant edge loading of the femoral head on the acetabular liner and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision reported due to early prosthesis wear and subsequent osteolysis is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints). Section h9: z-2112-2021; z-2113-2021; z-2114-2021; z-2115-2021; z-2116-2021; z-2117-2021; z-2118-2021; z-2119-2021; z-2120-2021; z-2121-2021; z-2122-2021; z-2123-2021; z-2124-2021; z-2125-2021; z-2126-2021; z-2127-2021; z-2128-2021; z-2129-2021; z-2130 thru 33-2021 section d1: brand name section d4: model number, catalog number, serial number, expiration date, unique identifier (UDI)#. Section h4: device manufacture date.